Manufacturer narrative:
D4: lot# is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for degenerative disc disease. It was reported that a patient underwent a procedure in which two cages were implanted. During the initial surgery, both cages were placed and expanded as designed. Almost a year later, one of the cages collapsed and migrated toward the spinal cord. Imaging was conducted, with pictures of the affected area before and after the event uploaded. A planned intervention was scheduled for cage removal and extension of the spinal fusion. There were unknown patient symptoms reported regarding this event. Additional information received from the manufacturer representative that the additional surgery performed as per plan and the cage has been removed on (B)(6) 2025. The patient weight is 121 kg or about 266lb. She also lost 30 lbs in the last month. Bmi is 45. The patient originally had a l3-l5 tlif done, and now extending down to s1.

Manufacturer narrative:
D4: lot# is updated h3:product analysis #(B)(4), part # 6069093 lot # 1029482w visual and macroscopic inspection confirmed the spacers threads have been heavily damaged. There appears to be a lot of debris inside the spacer. Functional testing confirmed the cage will not open or close. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Radiographic image review performed by dr. (B)(6) and the review comments are as per below. 1. Lateral xray l3-l5 interbody fusion the l4-5 shaft appears open but subsidized into the superior l4 end plate. 2. The l4-5 interbody shaft has collapsed and migrated posteriorly compared to its position in 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.